Event description:
It was reported that 4 days post-stenting procedure of the proximal obtuse marginal (om) artery with a 2.5 x 38 mm xience prime stent the patient presented with chest pain. An angiography was performed which showed stent thrombosis in the deployed stent. The patient was given thrombuster to remove the thrombus. There was no other procedure or device issues reported. There was no reported adverse patient sequela. No additional information was provided. Subsequent information of a cine cd was received and reviewed by an abbott clinical specialist which states, the cine runs do not follow the normal flow of events. It will be assumed that the scenes are in reverse order. The obtuse marginal is significantly stenosed from the takeoff to mid-vessel. Several balloon inflations are performed in the vessel followed by stent implantation. Results are good. Several scenes later the om is occluded in the distal stent. A wire is advanced through the occlusion and several balloon dilatations are performed. Final results show good flow. The cine runs are not in a normal sequence. Also, there is not clear point separating the case with the stent implant and the second angiography. Assuming the runs are reversed, it appears that the stent thrombosis did occur.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. There was no reported device malfunction and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient adverse effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.